Event description:
(B)(4). Cramping, abnormal menses, excessive bleeding during period, painful ovulation, night sweats, loss of libido, painful periods, bleeding between periods, long menstrual cycles, abdominal spasms/ twitching/ fluttering, lower back pain, metallic taste in mouth, heartburn, headaches, anxiety, depression, ringing in ears, hives, acne, weight gain, muscle spasms.